Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threading on the corail retaining inserter snapped off on impaction of the corail stem and part of the part that snapped had to be left in the patient as it was threaded into the stem with no way of removal.